Event description:
It was reported that the patient was presented to the emergency room after hearing an alarm every four hours. The right ventricular (rv) lead had a high number of short interval counts (sic) with noise due to a lead fracture. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: d284trk implantable cardioverter defibrillator (B)(6) 2009; 419688 implantable pacing lead (B)(6) 2009; 407645 implantable pacing lead (B)(6) 2009. (B)(4).